Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not holding charge issue was verified, but the high bg issue could not be verified.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose level displayed as high on the continuous glucose monitor (cgm). Cause was not known. Customer administered a correction bolus via the pump to address the high bg. The customer continued to use the pump for insulin therapy.